Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) mae pt, the device prompted a "unit failed" message. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.